Event description:
On 2/10/98 baxter became aware of several occurrences where the 250 ml anticoagulant solution bag were depleting before the plasmapheresis procedure was completed on the auto-c. The first report involved six different auto-c instruments, and indicated the "air push" alarm alerted the techs, however, no check 230 ml alert was heard. The procedures were stopped in each case and the blood was not re-infused to the donors. 2/12-24/98 follow up account visits, sample evaluations and calls to multiple customers by baxter, identified that some customers were experiencing anticoagulant bag depletions without the check 230 ml alert, or they were noting the bag to be down to 5-10 ml and the 230 ml alert had not activated. Still others indicated they were getting the 230 ml alert. Many more indicated having no issues at all. No donor serious injury has occurred in association with this or any of the reported events. 3/5/98 subsequent reports, after 3/3/98 recall letter, identified plasma facilitys re-infusing their donors and changing to another anticoagulant bag without incident or injury to their donors. Specific to this report: customer reported via fenwal product complaint log that the anticoagulant bag had depleted during an apheresis procedure without the check 230 alert. The air push alarm had alerted the operator to the empty bag. The procedure was stopped and the donor removed without incident. The donor left in good condition. A follow up call to the customer by fenwal cqa verified that this customer had received the march 3,1998 recall letter adddressing this situation but this event occurred prior to their receipt of the letter.